Event description:
The customer reported that their t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer attempted various troubleshooting steps, including using a different charging cable, which resolved the issue. Despite resolving the problem, tandem technical support advised against using non-recommended charging supplies and arranged for replacement charging accessories to be sent to the customer. The pump began charging, and no further assistance was needed.